Manufacturer narrative:
The field service engineer performed a system wash, washed the water flow paths, replaced the halogen lamp, and inspected and adjusted the rinse water level. He ran performance testing and precision with results within the guidelines. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The regent lot numbers and expiration dates were not provided. The field service engineer performed system decontamination. The investigation is ongoing.

Event description:
There was an allegation of questionable results from the cobas c 503 analytical unit. Delta check failures and results outside of their validation ranges prompted those samples to be repeated. Representative examples include: initial albumin result of 0.6 g/dl and a repeat result of 3.8 g/dl. Initial cholesterol result of 24 mg/dl and a repeat result of 130 mg/dl. Initial total protein result of 0.3 g/dl and a repeat result of 6.1 g/dl. Initial trygliceride result of 25 mg/dl and a repeat result of 67 mg/dl. Initial glucose result of 58 mg/dl and a repeat result of 89 mg/dl. Initial calcium result of 7.8 mg/dl and a repeat result of 9.4 mg/dl. All of the results were initially reported outside of the laboratory and were corrected.